Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a catheter based procedure while in the operating room (or) after a successful registration, the navigation system had communication issue and both axiem and emitter had red status. Axiem displayed an 8 on the window. Site completed the case with ultrasound. During troubleshooting, the instrument connection was check and a medtronic representative suggested other troubleshooting's but could not resolve the issue. The procedure was completed without the navigation. No information was provided on the delay to procedure. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.